Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to blank display. Motor passed motor test. The pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address/serial number label and missing end cap sticker.

Event description:
The customer's mother reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 386mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error during the night. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.